Event description:
It was reported that at the end of an atrial fibrillation (afib) procedure upon removal of the catheter char was noted on the tip. The physician wiped off the char from the catheter tip. The catheter flushed as expected prior to using it on the patient, the generator and the pump functioned properly. No patient consequence was reported. The maximum power set was 30 watt and flow rate was at 8cc/min. Multiple attempts have been made to request for the description or approximate size of the char. However, no additional information could be provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. Product was not returned for investigation as initially reported. The device history record was reviewed, and was verified that the device was manufactured in accordance with documented specification and procedures. (B)(4).